Event description:
Same case as MFR#: 2134265-2010-00754. It was reported that during a coronary stenting treatment procedure a vessel dissection occurred. A 3.00x12mm veriflex stent was deployed in the mid left anterior descending artery (lad) at 18atms for 14 seconds. After deployment of the stent, angiography showed that a dissection had occurred. The physician attempted implant a 3.00x8mm veriflex stent; however, the device was unable to cross the previously placed stent. The device was removed from the patient and it was noted that the stent was damaged. A 2.5x20mm maverick balloon was advanced to the lesion for predilation and was inflated at 12atms for 9 seconds and again at 16atms for 20 seconds. Another 3.00x8mm veriflex stent was advanced to the lesion and was deployed at 18atms for 12 seconds, covering the dissection. The stent delivery balloon was inflated again at 20atms for 7 seconds and 4atms for 9 seconds. An additional 2.75x12mm veriflex stent was deployed in the lesion at 15atms for 15 seconds and then the stent delivery balloon was re-inflated at 20atms for 7 seconds. The procedure was successfully completed at this point with no additional patient complications reported. The patient¿s current condition is listed as ¿okay¿.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).